Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/30/2024, it was reported by a sales representative via (B)(4) that an ar-3210-0030 camera was damaged, not working properly, and hot to the touch. Appeared to be burnt/melted at its attachment. This was discovered during an arthroscopic shoulder procedure with dr. (B)(6). No patient harm.